Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-00064, 3005168196-2017-00066. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the abdominal aortic artery (aaa) using ruby coils. During the procedure, the hospital staff inadvertently kinked three ruby coils while advancing them into the lantern delivery microcatheter (lantern). The procedure was completed using two new ruby coils and the same lantern. It should be noted that the staff did not use a rotating hemostasis valve (rhv) and did not maintain continuous flush; however, they did flush after each coil. There was no report of an adverse effect to the patient.